Event description:
According to reporter, a suction catheter could not be passed through the product during use requiring an emergent trach change. No long term incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.